Manufacturer narrative:
This report is being supplemented to provided additional information based on the updated legal manufacture investigation. Based on the results of the investigation, the 10 minute delay was likely due to the device malfunction. Additionally, the root cause of the device malfunction has not changed. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the procedure was delayed by 10 minutes with the patient under general anesthesia. Related patient identifiers: (B)(6) clv-s40.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "could not be turned on" and the phenomenon " error code e230" occurred due to board failure caused by water invasion. However, the root cause of the phenomenon's could not be identified. The event can be prevented by following the instructions for use which state: "based on the service manual, it was confirmed that e230 is an error indicates that ccu abnormality is not canceled after reset of cpu. In addition, parts may have defect are as follows (see service manual p4-3). 1. U mount 2. V assembly 3. Harness (u2f) 4. Front frame" olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during a procedure, a nearby water pump leaked and fluid got in the visera 4k uhd camera control unit. The customer reported they were unable to power the device on. The therapeutic laparoscopic procedure was completed using a similar device. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During inspection, the reported issue was confirmed; fluid ingression was found. At first, the device would not power on; later on the device powered on but gave a e230 error code. The power issue was determined caused by fluid damage to the electrical board. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.